Event description:
It was reported that two days after the device was implanted the rv lead dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.